Event description:
It was reported anything infused would be leaked and not actually infused into the patient as ordered. The leak was discovered when the patient noticed her dressing and arm was wet, she called and came into clinic for assessment. Fortunately the patient did not seem to have any adverse skin reaction. She will have missed a small amount of her dose, it is unlikely to negatively impact.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.